Event description:
Customer reported dropping pump in water, resulting in display only lighting up with alerts or alarms. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to continue using current pump while a replacement with updated software was arranged. Customer received instructions on handling the malfunctioning pump, including storage mode and shipping it back to tandem. Replacement process and software update guidance were provided, with training available through tandem source account.